Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. An alert was delivered indicating that the device was post-paced t-wave oversensing on the ventricular channel. Programming changes were made in clinic. Patient condition is good.

Manufacturer narrative:
.